Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level as readings remained within normal range. Technical support decided to replace the pump.